Event description:
Customer states, he received a button error alarm. Customer's blood glucose was 68 mg/dl. After troubleshooting, customer was advised that pump would need to be replaced and to revert to backup plan per health care provider. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. All of the buttons functioned properly and no button error alarms were noted. However, corroded keypad traces were noted.